Event description:
Customer reported a low blood glucose event. The paramedics were called; customer was in a coma. The current blood glucose reading is 354 mg/dl. During the call, the blood glucose level decreased to 303 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.